Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the pump was removed on (B)(6) 2024. However, the catheter was not removed. The patient had an area above his pump that was red and ¿angry looking¿ and his facility called and said that it was ¿off and on¿ for a couple months with intermittent fevers and requiring antibiotics. Looking at it, it looked quite infected and swollen. Outcome: the patient was hospitalized and scheduled for explant on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was discharged from the hospital on the same date the pump was explanted. The patient was seen in the office for follow-up on january 2nd and had no signs of infection.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (not currently available (may require follow-up) at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the patient was hospitalized with an infection and scheduled to have the device removed on (B)(6) 2024 to determine the cause of the infection. No further information. No diagnostics/troubleshooting performed. Outcome: the issue was not resolved. The rep will obtain information from the hcp. The patient was alive.